Event description:
According to the o.r., the pump itself had too much fluid going into the knee joint. O.r. Indicated that the procedure did not require any post-operative attention. The unit was replaced and the procedure was completed. There was a minimal delay in the case.